Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Kinks were present along the length of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked, and the embolization coil had offset winds. Based on the complaint, the smart coil was advanced through a non-penumbra microcatheter which has a larger inner diameter than smart coils are intended to be delivered through. The larger inner diameter of the non-penumbra microcatheter would allow the smart coil to begin to prolapse and coil upon itself, thus causing resistance. Forcefully advancing the device against the resistance may result in the pusher assembly becoming kinked and offset coil winds on the embolization coil. Further investigation revealed additional pusher assembly kinks. These kinks were likely incidental and could have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils), ruby coils, and a non-penumbra microcatheter. During the procedure, the physician successfully advanced ruby coils through the microcatheter and implanted them into the target vessel. The physician then decided to use a 5mm x 10cm smart coil with the same microcatheter. It was reported that the 5mm x 10cm smart coil was advanced into the microcatheter several times but was unable to advance out. Subsequently, the 5mm x 10cm smart coil became bent in the microcatheter. Therefore, the 5mm x 10cm smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.